Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise resulting in high ventricular rates had been observed on the right ventricular lead. The patient was asymptomatic. It was noted that this behavior had been observed intermittently since implant. No changes were made and the patient would continue to be monitored.